Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, cervical dysplasia, cervicitis, multiparous, dysmenorrhea and pap smear abnormal. Previously administered products included for an unreported indication: oral contraceptives, valium and toradol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic essure device removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: at the end of the procedure, the right cornua had 4 visible coils and the left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on (B)(6) 2015: bilateral essure coils identified and appear to be placed correctly. Lot number: c40062. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: mr received. Reporter information, lot number, medical history, historical drugs, lab data, rcc added. Date of insertion updated. Event medical device removal updated to event pelvic pain. New event added: dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. C40062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, cervical dysplasia, cervicitis, multiparous, dysmenorrhea and pap smear abnormal. Previously administered products included for an unreported indication: oral contraceptives, valium and toradol. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic essure device removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: at the end of the procedure, the right cornua had 4 visible coils and the left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on (B)(6) 2015: bilateral essure coils identified and appear to be placed correctly. Lot number: c40062 production date 2014-04-01 expiration date 2017-04-30. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.